Event description:
Additional information received reported the patient's surgery went well. It was noted the patient was a 'medically difficult patient.'

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having "some adverse events" from the stimulation. It was unclear if the lead or device was responsible for these "events." A revision/repositioning of the lead was scheduled for (B)(6) 2013. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v705412, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v705412, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Following additional review it was found that there was some thought that the lead needs to be moved a bit.